Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie had malfunctioned. A field service engineer found that the full-height cubie drawer main 2, row a, could not detect or recover any of the cubies. The fse manually removed the cubies and cleaned debris from the contact points of the cubie tray. After the repair, fse restarted the application and re-seated the cubies. The device detected the cubies, and the failure disappeared. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary cubie malfunction. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.